Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for an unknown wire. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a bone grafting delayed union fracture right fifth metatarsal open reduction internal fixation (orif) surgery performed on (B)(6) 2017, the drill bit broke off and 2mm broken drill bit was left in the patient in fifth metatarsal. The broken drill bit was identified during the procedure, as was a broken wire. There was a five to ten (5-10) minute surgical delay to the procedure as the broken drill bit was attempted to be removed from the patient. The surgeon is not planning on removing the drill bit. This report is for one (1) unknown wire. (B)(4).